Event description:
The customer reported via phone call that he had high blood glucose levels due to the insulin pump not delivering properly. Blood glucose level at the time of the incident was 430 mg/dl, which had not yet been treated for. The customer stated that the insulin pump may not have been recording the boluses delivered properly, but troubleshooting did not show any malfunction of the device. The customer was advised to monitor the insulin pump, and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.